Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menses irregular with excessive bleeding on (B)(6) 2022, congenital condyloma on (B)(6) 2016, pelvic pain female on (B)(6) 2016, chlamydial cervicitis in 2015, endometriosis in 2012 and ovarian cyst, caesarean section, uterine fibroid, parity 3, multi gravida, obesity and congenital viral hepatitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 601 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy,cystoscopy and hysterectomy,genital condyloma). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: bilateral salpingectomy on (B)(6) 2016, second removal date added (hysterectomy): (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.797 kg/sqm. [Pathology test] on (B)(6) 2016: clinical story pre-cp diagnosis: chronic pain specimen(3) received: left fallopian tube with essure coil. Right fallopian tube with essure coil. Genital condyloma. Final pantologic diagnosis: fallopian tube segments, removal: complete cros5-sectic. Gross description: received in container of formalin labeled with the patient¿s name, medical record date of birth and "left fallopian tube with essure coil is 6.7cm long x 9.4 cm in diameter fallopian tube. Also received. In the container is 1.0cm long x 0.2 cm in diameter metallic coil. Additional within the proximal tube lumen there is 2.0 x 0.1 cm metallic coil. Right fallopian tube with essure coil is 7.2 cm long x 0.5 cm in diameter fimbriated fallopian tube with a 2.0 cm long x 0.1 cm in diameter metallic coil extending form the proximal aspect of the tube. [Ultrasound pelvis] on (B)(6) 2022: findings: uterus: uterus heterogeneous myometrium. Impression: small endometrial fluid collection measuring approximately 1.3 cm, nonspecific. Nonspecific, recommend correlation with quantitative hcg for possibility of early iup. 2. Approximately 2.7 cm fundal fibroid. No evidence of ovarian torsion. This report is in agreement with the preliminary report provided by. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: reporter and patient information,medical history,lab data,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 631 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 631 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, patient date of birth, product start date, stop date, removal details, action taken with drug updated. Event: injury nos updated to medical device removal. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.